Event description:
On (B)(6) 2025: integrum received a report form stating that the axor ii i9815 had fallen off from the abutment. The patient fell which caused an internal bleeding in the stump and hospitalization. The exact date of the incident is unknown. Manufacturing investigation performed, the unit has been manufactured according to specification. The unit not yet received; hence no technical investigation has been performed yet.

Event description:
2025-04-24: integrum received a report form stating that the axor ii (B)(6) had fallen off from the abutment. The patient fell which caused an internal bleeding in the stump and hospitalization. The exact date of the incident is unknown. Manufacturing investigation performed, the unit has been manufactured according to specification. The unit not yet received, hence no technical investigation has been performed yet. 2025-06-13: technical investigation of unit (B)(6) performed. During the investigation the device functions were tested and components inspected. The reported issue could not be replicated. The device is within the manufacturers specifications and functions as designed. The unit showed signs of poor cleaning and the clamps had marks indicating that the abutment may not have been fully inserted at some point. Integrum has informed the clinic on the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. As stated in the IFU, the device shall not be used if a stable connection cannot be achieved.